Event description:
Pulmonetic systems, inc. Received a call from a representative of hospital on 10/25/02. The representative reported the following problem: unit will autocycle after 1 hour of operation.